Event description:
The customer reported to olympus, during a choledochoscopy procedure, the image with the visera pro video system center flashed with a poor contact and at times had no image. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the video connector had a poor contact resulting in horizontal stripes on the image (image was visible). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. However, it is likely that failure of the video connector socket may have related to the cause of the flashing image and poor contact. Olympus will continue to monitor field performance for this device.